Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guide block was attached to the two column plate outside of the patients body. The surgeon noticed that the screw was not seated in the screw hole and went through the plate. The screw keep spinning and could not be removed from the plate and guide block. Therefore, the operation was continued with different plate without using guide block. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the measurement of the total length from the returned screw shows that is out of specification, due to the deformation of the shaft (elongation). The failure mode reported above could only be replicated on the guiding block 03.111.501 and is a result of the deformation of the screw. The deformation of the screw could be a result of over tightening to the application of repeated excessive torque. Also reviewing manufacturing- and material documentation shows no deviation to the specifications (the guiding block - manufactured december 2009. No product fault could be detected. After measuring we tried to remove the screw from the plate, but the thread stuck and further the shank broke. Also, the damage at the thread as a result of over tightening with repeated excessive torque. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.